Manufacturer narrative:
Qn #(B)(4). The device was returned for evaluation. A visual inspection was performed and it was observed that the sample was broken. What the customer is reporting as "small broken pieces stuck" it is actually a residue of the housing due to the damage issue. Even though customer complaint was confirmed as a damaged issue, it is not possible to assure that this damage was generated during the manufacturing process. 100% functional testing and visual inspection is performed in the production line at the manufacturing facility prior to release; therefore, a defect of this type would be detected. Corrected data: section h6: medical device problem code corrected to 1069.

Event description:
Customer reported that "reported by mr. Kumar pillay ,physiotherapist s deoraj , was giving physiotherapy treatment to a patient in surgical ward, discovered that the triflo incentive spirometer had small broken pieces stuck in, preventing the second and third ball from going up during use". No patient injury or harm reported. Patient condition reported as "fine". New device used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A visual inspection of the product involved in the complaint (customer "reported that; mr. (B)(6), physiotherapist (B)(6), was giving physiotherapy treatment to a patient in surgical ward, discovered that the triflo incentive spirometer had small broken pieces stuck in, preventing the second and third ball from going up during use".) Could not be conducted since the product was not received yet at the manufacturing facility and no picture has been received for evaluation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported that "reported by mr. (B)(6), physiotherapist (B)(6), was giving physiotherapy treatment to a patient in surgical ward, discovered that the triflo incentive spirometer had small broken pieces stuck in, preventing the second and third ball from going up during use". No patient injury or harm reported. Patient condition reported as "fine". New device used.